Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead was oversensing. It was thought the oversensing anomaly was likely due to insulation degradation. The lead was capped and replaced on (B)(6) 2018. The patient was stable.